Event description:
The customer has obtained falsely low results on two patient samples for the anti thyroglobulin assay (atg) on an immulite 2000 xpi instrument. As the falsely low results were not expected the samples were run on an alternate platform and the results were higher. Patient results obtained on the immulite 2000 xpi and the alternate platform were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low atg assay results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The cause of the falsely low atg results on the two patient samples on an immulte 2000 xpi instrument is being investigated.

Manufacturer narrative:
The initial MDR 227117-2013-00110 was filed on october 29, 2013. Additional information (05/16/2014): a siemens headquarters support center (hsc) specialist reviewed the instrument data and files from the customer site. There were no instrument problems identified by the hsc specialist. The reagent and sample dual resolution dilutor (drd) were switched to eliminate the drd as the cause, and the results on the two patient samples were still low. Hsc requested that the customer run the samples on another immulite 2000 xpi instrument, and the results were repeatable. Hsc informed the customer that this was a sample specific issue. The customer has informed hsc that they have no sample available for further investigation and testing and they have stopped running the atg assay on the immulite 2000 xpi instrument, and that no additional assistance was required from siemens. No further evaluation of this device is required.